Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Reporter states lancet is protruding from the end cap of the multiclix device after firing. No accidental needle stick occurred, but customer did state the device poked her really hard; neosporin was applied (no medical treatment required). No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 48 mg/dl, 138 mg/dl, and 60 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification, and no errors were observed during control solution testing. The readings the customer reported were found in meter memory. This is a final report.